Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks following implant, the right atrial (ra) lead exhibited high thresholds. A lead revision was scheduled to reposition the lead. It was noted during the revision procedure, when trying to insert a stylet into the lead, the stylet would not pass through the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.